Event description:
It was reported that the patient presented in clinic for follow-up. Upon review it was noted that the implantable cardioverter defibrillator was in backup vvi. The device was reprogrammed back to normal mode. There were no adverse consequences to the patient.